Manufacturer narrative:
Device mfg date was updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. No further investigation is required.

Event description:
A caregiver reported a customer obtained lower readings with a horizontal arrow when scanning the adc freestyle libre. The day prior to the medical event, the customer obtained a scan of 7.8mmol/l compared to a blood glucose of 30mmol/l obtained on the hospital meter while in the hospital for a urinary tract infect check-up. On (B)(6)2019, the date of the medical event, the customer obtained a scan of 8.3mmo/l and then experienced symptoms of nausea, vomiting, and subsequently a loss of consciousness. Emergency services were called by a non-hcp and upon arrival, a blood glucose of 44mmol/l was obtained on the ambulance meter. The customer received unspecified treated in the intensive care unit for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained lower readings with a horizontal arrow when scanning the adc freestyle libre. The day prior to the medical event, the customer obtained a scan of 7.8mmol/l compared to a blood glucose of 30mmol/l obtained on the hospital meter while in the hospital for a urinary tract infect check-up. On (B)(6) 2019, the date of the medical event, the customer obtained a scan of 8.3mmol/l and then experienced symptoms of nausea, vomiting, and subsequently a loss of consciousness. Emergency services were called by a non-hcp and upon arrival, a blood glucose of 44mmol/l was obtained on the ambulance meter. The customer received unspecified treated in the intensive care unit for hyperglycemia. There was no report of death or permanent injury associated with this event.